Event description:
In (B)(6) 2009, I underwent a left total hip arthroplasty. Prior to the surgery, I had severe left hip pain that interfered significantly with my ability to walk. Following recovery from the surgery, my left hip has been pain free. During (B)(6) 2012, I was notified by the orthopedic surgeon that the hip that had been implanted in my body was being recalled due to concerns with toxicity in many hip replacement pts. Up to this point, I continue to be pain free. However, recent evaluations ordered by the orthopedic surgeon showed some signs of left hip deteriorations. In 6 months, my hip status will be re-evaluated. According to my physician, there is a strong possibility I will, need my artificial hip replaced utilizing a more invasive procedure. This will result in a longer recovery with resultant wage loss! It will require hospitalization and interventions to prevent damage. Reason for use: left hip arthritis.